Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant device unknown screwdriver was reported inadvertently as a concomitant device on initial medwatch report. This device is a reportable device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for an unknown screwdrivers: shafts/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during a cervical posterior fixation surgery to fix c1-c2, the screw driver could not hold the cancellous screw synapse with enough hold. The first and second screws had no problem to tighten, however, when the surgeon tightened the 3rd screw, the surgeon recognized that the screw driver could not hold the screw with enough hold. The surgeon tried again to hold, but it could not. Finally, the surgeon replaced the screw to complete the final tightening. There was less than 30 minutes surgical delay and there was no adverse consequence to the patient. Concomitant device reported: unknown screwdriver (part #: unknown, lot #: unknown, quantity: 1) this complaint involves one (1) device. This report is 2 of 2 for (B)(4).